Manufacturer narrative:
(B)(4). Eval, results & conclusions: (disease progression).

Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 70 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that currently the aortic neck diameter ranged from 19 mm at the renals to 24-25 mm a few millimeters below to 26-29 mm above the graft. The right common iliac was 17-20 mm in diameter. At a routine f/u, a proximal type 1 and distal type 1 endoleak on the right side, which is the ipsilateral side, were noted. On (B)(6) 2010, two 28 aneurx proximal cuffs corrected the proximal endoleak, and a 16x8.5 aneurx limb was placed distally to resolve the distal endoleak. No additional clinical sequelae were reported, and the pt is fine.